Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic wedge resection, the stapler was unable to fire while being use in preparing for resection of lung tissue. It was not indicated if the surgeon was able to press the green button or squeeze the handle. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.